Manufacturer narrative:
(B)(4): the meter was found to have sticky button (519) and low/dead battery (420). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on (B)(6) 2012 at 9:30pm. It was documented that the patient manages her diabetes with insulin (no adjustments). The patient denied taking any action regarding her usual diabetes management regimen due to the alleged power issue. However, claimed that 1 hour later she felt nauseous and fainted. At 10:30pm that evening, the patient stated she was treated with IV glucose by ems after her blood glucose had tested at "13" with the ems meter. At the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced. The cca confirmed the patient was using the correct test strips. The alleged meter issue remained unresolved at the time of the call. This complaint is being reported because the patient was reportedly treated for severe hypoglycemia by an hcp after the alleged meter power issue started.